Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial atrial lead had a position check failure. The atrial lead exhibited undersensing and oversensing, which resulted in intermittent safety pacing. High left ventricular (lv) lead thresholds were noted. The epicardial atrial lead and two epicardial left ventricular (lv) leads connected with a y adaptor remain in use. No patient complications have been reported as a result of this event.